Manufacturer narrative:
The device was received for evaluation. Pressure testing was performed and found a leak at the level of the post access line and the plate. Visual inspection noted a hole on the post access line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex set, an external fluid leak was noted from the cross section after the blood pump. There was no patient involvement. No additional information is available.